Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 234 mg/dl and 78 mg/dl. Customer was sweating at the time of the readings, and self-treated with food. Customer felt better an hour later. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.